Event description:
Senseonics was made aware of a hyperglycemia event where patient alleged that the reason was sensor inaccuracies/ discrepancies. Patient reported that the event occurred on (B)(6) 2021 at 08:50 am. The blood glucose (bg) value was 305 mg/dl where as sensor glucose (sg) value was 149 mg/dl. Patient did not receive high glucose alerts since the sg value did not cross the high alert threshold that was set at 200 mg/dl. Patient was symptomatic (tiredness, dizziness) but was able to resolve the issue with insulin. Patient did not require any medical assistance.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis of data management system (dms), the complaint was confirmed. Investigation found that sensor performance had started to deteriorate which triggered failsafe measures in the system. The system subsequently triggered a sensor replacement alert (ec#1) due to loss of sensor chemical performance. The investigation showed the system correctly disabled the sensor due to performance failure and the system's self-test functions were working normally.